Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer dermatome loaner was "not working properly." Add'l clinical f/u indicated the dermatome did not harvest a smooth graft. The graft appeared as if it had been harvested with razor teeth. No other info was received as to pt harm or injury.